Event description:
Correction: the correct date of explant (d6b) is (B)(6) 2024 as previously reported. Per the clinic, the patient experienced a skin necrosis at the magnet site (specific date not reported).

Event description:
Per the clinic, the patient experienced wound dehiscence at the magnet site (specific date not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2024, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed under general anesthesia, and an abutment was placed on the internal fixture.